Event description:
It was reported by the end user through distributor that their "regular" pump continued to deplete batteries and would not deliver medication. She chose to go without medication for 5 hours before she used her back up pump. Her backup pump stopped working upon first use and displayed system fault "call for service". However, the pump began to deliver medication properly. Due to user being without medication for 5 hours, her blood pressure dropped. She was then treated with an unknown medication via IV at the emergency room. No adverse effects to patient reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.